Event description:
It was reported that the patient's right ventricular (rv) lead and the right atrial (ra) lead were over-sensing noise resulted in pacing inhibition. The lead was explanted and replaced. The patient was in stable condition.